Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient had problems with attaching the clip to the cannula as it does not always fit into place properly. Attaching the clip is difficult when the cannula is positioned on top of the abdomen and the area cannot be seen clearly. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.